Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer normally is 200-220mg/dl. Back to back blood tests were 253 and 247mg/dl. Last 5 results from memory were 214mg/dl, 535mg/dl, 498mg/dl 244mg/dl, and 404mg/dl. Based on parkes error grid analysis, the bias between a high result given (249) and the normal result (80) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer normally is 200-220mg/dl. Back to back blood tests were 253 and 247mg/dl. Last 5 results from memory were 214mg/dl, 535mg/dl, 498mg/dl, 244mg/dl, and 404mg/dl. Based on parkes error grid analysis, the bias between a high result given (249) and the normal result (80) is located in zone c. No adverse event reported.